Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed. During deployment of the 2.25 x 23 xience v stent, a distal edge dissection was observed, which was treated with a 2.25 x 18 xience v stent. There were no adverse patient effects. The procedure was completed successfully with a good patient outcome. No additonal information was provided.